Event description:
During procedure, right ventricle (rv) lead dislodgement was noted. The physician was unable to extract the helix and the rv lead was explanted. A new rv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood and tissue. Visual and x-ray inspection found the inner coil in the connector region was over torqued and the helix was found to be stretched due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. Unable to measure the full helix extension length due to the stretched helix as received. The cause of the reported event of the helix being unable to extend was isolated to the over torqued inner coil in the connector region and the helix/inner coil being clogged with blood and tissue. The reported event of lead dislodgement could not be confirmed.